Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This was observed during prime of the device for peritoneal dialysis therapy. Renal therapy services assisted with ending therapy and advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.